Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump scratches on screen making it more difficult to see screen. Diminished battery life, bad battery alerts on good, new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.